Event description:
On (B)(6) 2010 a spectra penile prosthesis was implanted. On (B)(6) 2011, the entire device was removed and replaced due to pt dissatisfaction due to pain. Details were not provided. No pt complications were reported.